Event description:
It was reported to philips that the device's button is torn off. The cause of the damage was not identified to be caused by the user or due to use outside of normal or expected. There was no reported patient involvement.